Manufacturer narrative:
The device was returned for analysis. The obstruction of flow was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU violation did not contribute to the reported difficulties with the device. The root cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure. The device was flushed successfully prior to insertion and after insertion which indicates the device may have not been inserted enough, or tissue interference prevented mark. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1251 removed.

Event description:
Subsequent to the initially filed report, the following information was received: the device was successfully pre-flushed with saline prior to use and it was an arteriotomy closure of the right common femoral artery after a neurosurgery procedure using a 9f sheath. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted with a prostyle device relative to an interventional procedure. Reportedly, there was no blood flow observed at the marker lumen. The device was removed and a syringe was joined to check the marker lumen. However, no back flow was observed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.